Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system¿s host computer required replacement, potentially indicating a boot-related issue. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found service engineers were unable to log into the field service framework (fsf), preventing completion of required preparatory activities. To resolve the issue, the field service engineer (fse) replaced the hard disk spare part. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer needed to be replaced, which can indicate a booting issue. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.